Event description:
During a remote follow-up, episodes of far r-wave oversensing resulting in inappropriate mode switch due to competitive atrial pacing were noted on the device. Technical support was contacted, however, no intervention was performed. The patient was stable.